Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204, belt won't stay latched to monitor) has been confirmed. Upon evaluation the trunk cable connector was broken. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) old male patient contacted zoll customer support to report that his system displayed a service code 204. He also stated that his connector does not sit securely in the monitor. The patient was issued a replacement electrode belt.